Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer aux not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose row board cable connection and debris in the tray. The field service engineer cleaned the tray from debris and reseated the row board cable. Ran hardware test application test in auxiliary half height drawer 2.2 and passed successfully. The system functioned as intended after the field service engineer repaired the device.